Event description:
It was reported the bronchovideoscope was not connected and exhibited no image and error code e315. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.